Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro device is currently not commercially available in the us.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 2.75x23mm xience pro stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of a 2.75x28mm xience pro stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.